Manufacturer narrative:
The date of death was unknown. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, a peritoneal dialysis (pd) patient experienced peritonitis and sepsis. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Treatment for the events was not reported. It was reported the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis and sepsis were resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.